Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Investigation summary. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images received. Upon inspecting the image provided, the complaint condition was confirmed as the compression spring, end cap was observed to be disassembled form the sleeve front since the loctite failed to keep them in place. A definitive assignable root cause of cannot be determined based on the available image. However, the reported condition for stripped/worn could not be confirmed during photo investigation. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi76557 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 17 jun 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an incoming inspection it was noticed that the threads of the instruments were loose and opened. The threads were glued and not to be opened. It was unknown if there was any procedure and patient involved. This complaint involves two (2) devices. This report is for one (1) viper universal poly driver. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. Document/specification review - no design issues or discrepancies were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Visual inspection: the complaint device viper universal poly driver (product code: 279734000, lot number: mi76557) was returned to cq west chester for investigation. The cap end, compression spring and the green ring was returned separated from the driver. The cap end along with the other parts were glued onto the sleeve front using loctite. The sleeve front and the cap threads were orange-red in color indicating that the device started corroding at the connection. It also had numerous scratch marks on it surface. Functional test: the device was returned disassembled and when put back together, the central t20 driver shaft was loose and rotating on its axis. Dimensional inspection: the observed issue was identified to be due to lack of loctite at the junction of the two parts, hence a dimensional inspection was deemed irrelevant. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Conclusion: the poly driver assembly was returned disassembled which is due to the failure of loctite at the junction. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.